Event description:
The physician was attempting to treat an aortic bifurcation; two kissing assurant cobalt stents were implanted. The one on the left was a 10x40 and the one on the right was a 10x30. Two kissing reliant balloons were also used. The angiogram showed good patency on both sides of the groin. As the physician removed, the sheath on the left it was noted that there was no flow out the sheath. The sheath was advanced up and had flow within the limb just recently placed, there was no flow distal to the new limb and still in the original limb. The angiogram images showed a thrombus at this location distal to the stent. The physician used an aspiration catheter up the left and pulled out an organized thrombus that appeared to be in the proximal common femoral artery. Closing was completed and the patient had a palpable pulses in both groins and feet. The patient was reportedly was doing well post procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.